Manufacturer narrative:
The device was received for evaluation. The reported problem not recognizing closed door' was confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation found the sensors and switches working as intended. No correction is required. The device was found to be within specification during testing. A service history review revealed the device has been serviced within the last 12 months. The current issue does appear as a repeat service event. The direct cause of the previous servicing was the latch switches. All required service actions were completed in the last service cycle. The reported condition 'not recognizing closed door was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.